Manufacturer narrative:
According to the description of the event, ppsu part of an acs® uni femoral impactor was worn out during use. The product in question was not subjected to an optical examination as it was not sent back by the hospital. Since there are no pictures available, no optical examination could be performed. It cannot be determined, what exactly is meant with "worn out". It could be that the part was damaged in some way, but it could also mean a discolouration of the product. It is known that the malfunction occurred intraoperatively. However, this had no health effect on the patient. According to the available information the surgery was brought to an end with the same product in question. The manufacturing documents and the material certificates of the impactor or the ppsu part could not be checked, as no lot number is known. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the ppsu part of the femoral impactor. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such malfunction is the duration of its use since the impactor has to withstand several forces/ impact processes and also several sterilization processes. Since there is also no information available, no statement is possible. This event was assigned to the error pattern " wear / aging " in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: " pe worn out. Op could still be successfully completed. " note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. The surgery was finished with the product in question. There was no need for an alternative product. It is not known what exactly is meant with "worn out.".

Manufacturer narrative:
According to the description of the event, ppsu part of an acs® uni femoral impactor was worn out during use. The product in question was provided for an optical examination. The ppsu part of an acs® uni femoral impactor is broken into two pieces and the fracture has occurred right at the midsection. It is known that the malfunction occurred intraoperatively. However, this had no health effect on the patient. According to the available information the surgery was brought to an end with the same product in question. The manufacturing documents and the material certificates of the ppsu part of the impactor were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined why the ppsu part of the impactor broke. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the ppsu part of the femoral impactor. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such malfunction is the duration of its use since the impactor has to withstand several forces/ impact processes and also several sterilization processes. The ppsu part is in use since 2014. Since there is also no information available, no statement is possible. This event was assigned to the error pattern " break of the instrument " in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "pe worn out. Op could still be successfully completed" note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. The surgery was finished with the product in question. There was no need for an alternative product. Follow-up- implantcast gmbh was provided with the affected product on 05/06/2025